Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The insert, head, and cup associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the lot codes required for these were not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to address dislocation attributed to a malpositioned cup. Update (B)(6) 2011 - litigation papers received. They allege that doi was (B)(6) 2009. Additionally, patient experienced severe pain and discomfort, multiple dislocations, a popping and grinding sound in her right hip, difficulty walking, and cobalt-chromium metal toxicity.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup, dislocation and elevated metal ions. Added age, lawyer in associated contact, law fim, revision surgeon and hospital, updated product details in ips, manufactured and expiration date of ips, updated patient harms. Added stem due to alleged elevated metal ions.